Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, migration, and thrombosis, , w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system with 1 debranch bypass. The proximal gore® tag® conformable thoracic stent grafts with active control system was implanted from the left common carotid artery. On an unknown date, a follow-up exam revealed an aneurysm enlargement (amount unknown), a migration of the proximal gore® tag® conformable thoracic stent graft with active control system and a suspected proximal type I endoleak. On (B)(6) 2024, a reintervention was performed. A thrombus in the proximal gore® tag® conformable thoracic stent graft with active control system was also observed. Reportedly, a thrombolysis was performed before the reintervention, but it didn¿t work well. A gore® tag® conformable thoracic stent grafts with active control system was implanted from the left common carotid artery to inside the proximal gore® tag® conformable thoracic stent grafts with active control system. The thrombus was relined by this additional gore® tag® conformable thoracic stent grafts with active control system as well. The patient tolerated the procedure. The physician stated that the cause of the migration and the thrombus in the endoprosthesis is unknown and the proximal gore® tag® conformable thoracic stent grafts with active control system moved distally over 10 mm.